Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the medium-large clip applier instrument would not clamp down enough to apply clips. No patient injury, instrument was replaced with a different one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was noted that the instrument was inspected prior to use, and nothing was noted out of the ordinary. The issue occurred while attempting to apply clips during a procedure on (B)(6) 2023 while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g. The instrument¿s jaw swayed to the side). The issue was related to unsuccessful clip application (e.g. Incomplete closure of clip). It was not related to clip opening after closure of the clip. Instrument was confirmed as a hem-o-lok medium/large clips. The clip size that the surgeon used on the vessel or structure was medium/large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier). The clip applier issue happened during the first attempt of application on the subject. The surgeon used a backup clip applier to resolve the issue. No photos and/or videos of this event are available for isi review. Customer did not provide patient demographics.

Manufacturer narrative:
Based on the claim against the product by the customer noting an inadequate clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found that the customer reported issue was confirmed for "would not clamp down". Failure analysis found the primary failure of functional test failed- clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation found that the clip applier had one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.